Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty to insert the guide wire and physical property issue could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that vessel closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide lumen was too small and could not be inserted inside the 0.035 guidewire. The method of achieving hemostasis was not specified. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report filed, additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the proglide lumen was too small and the guidewire could not be inserted inside. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. This was reported as a general comment and may have occurred on more than one occasion but the number of incidents could not be recalled. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated date. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.